Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported, that several episodes of oversensing due to noise were noted on right atrial lead which resulted in a loss of pacing therapy by the device. The device was reprogrammed to resolve the event and the patient was in stable condition.